Event description:
Caller states that the paramedics were called due to customer feeling low blood glucose symptoms. No test was performed on the device prior to this incident. Caller states that the paramedics device read 32mg/dl and a glucose IV was administered. After this treatment the paramedic's device read 229mg/dl and the customer's device read 220mg/dl and the customer's device read 590mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.